Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient met with a manufacturer representative on (B)(6) 2020 to assess the device. The manufacturer representative was not able to determine why the patient had that sensation during the evening. The patient has had his system off for over 6 weeks. He had an MRI at that time and never brought his system out of MRI mode and he did not realize it. As far as the ¿explosion¿ feeling he had, his stim is back on and covering where he needs. He is going to test out the system now that it is back on and will report to the office for any further needs. Information was communicated back to the office/ healthcare physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via a manufacturer's representative (rep) that he had an event a couple of nights ago in which the battery felt like it exploded, and now he has increased left leg pain and pocket pain. It was reported that the battery is now much more superficial than it was previously, and moves around. It was unknown what factors contributed to the issue. The patient had no falls. A rep was to meet with the patient on (B)(6) 2020 to evaluate. The rep noted that the patient had an appointment with their healthcare provider (hcp) the day prior to the report, but it didn't seem like they did anything for the pocket pain, but did send the patient out for x-rays of his leads, which appear to be unchanged.